Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that "sometimes when I recharge it burns and stings at the implant site", which started happening since christmas and has been getting more frequent. Pt says it doesn't happen every time, and there is no signs of infection or redness. Pt reports no falls or trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.